Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient has had about 4 nights in the past week that she wakes up and has some pain in her ankle. It's not terrible pain but enough that it wakes her up. She is wearing the sflx xl coilette with one of the straps around her ankle. The patient did not see any medical professional, the pain was not where the surgery was done, she put a sock on and wore the coil over it and has had no more pain and is able to continue treatment. Patient stated pain level was a 7. When she began treating, she had episodes with a burning sensation at night while sleeping between 3 to 6 times per night. She claims the issue would wake her up from her sleep. The patient reports that she sleeps on her side and her foot and the coil rest under her foot between her foot and the mattress. She claims she could have been putting too much pressure on the coil. She described the pain as a 7 or 8 and under the surface of the skin. She is treating her 5th metatarsal. Once the patient was awakened, she would rub her foot and the pain would subside. She did not have an experience to report when she felt the burning sensation and then turned the unit off the patient changed her routine and started wearing a sock under her coil and the burning sensations disappeared completely. The patient has not spoken to any medical professional regarding this discomfort. She called her the zimvie sale representative. I offered to replace her coil and she refused as she is currently happy with how her treatment is proceeding. I further invited debora to contact us if she has additional issues or if she speaks to her doctor regarding this incident. No replacement items ¿ no returns. The patient later reported that she is having pain from the stimulator, not discomfort. She stated that the pain is like a burning sensation and the pain level is a 7 or 8 out of ten. The patient stated that she has a high tolerance for pain, but this wakes her up at night. The patient also went on to state that it does not hurt all the time and sometimes when she rubs her foot it does feel better. The patient did not talk to a doctor about the pain and is continuing to treat with the unit even though she is still having pain. No additional consequences have been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as no product was returned and the lot number is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient has had about 4 nights in the past week that she wakes up and has some pain in her ankle. It's not terrible pain but enough that it wakes her up. She is wearing the sflx xl coilette with one of the straps around her ankle. The patient did not see any medical professional, the pain was not where the surgery was done, she put a sock on and wore the coil over it and has had no more pain and is able to continue treatment. Patient stated pain level was a 7. When she began treating, she had episodes with a burning sensation at night while sleeping between 3 to 6 times per night. She claims the issue would wake her up from her sleep. The patient reports that she sleeps on her side and her foot and the coil rest under her foot between her foot and the mattress. She claims she could have been putting too much pressure on the coil. She described the pain as a 7 or 8 and under the surface of the skin. She is treating her 5th metatarsal. Once the patient was awakened, she would rub her foot and the pain would subside. She did not have an experience to report when she felt the burning sensation and then turned the unit off the patient changed her routine and started wearing a sock under her coil and the burning sensations disappeared completely. The patient has not spoken to any medical professional regarding this discomfort. She called her the zimvie sale representative. I offered to replace her coil and she refused as she is currently happy with how her treatment is proceeding. I further invited debora to contact us if she has additional issues or if she speaks to her doctor regarding this incident. No replacement items ¿ no returns. The patient later reported that she is having pain from the stimulator, not discomfort. She stated that the pain is like a burning sensation and the pain level is a 7 or 8 out of ten. The patient stated that she has a high tolerance for pain, but this wakes her up at night. The patient also went on to state that it does not hurt all the time and sometimes when she rubs her foot it does feel better. The patient did not talk to a doctor about the pain and is continuing to treat with the unit even though she is still having pain. No additional consequences have been reported at this time. No product was returned for evaluation.